Event description:
It was reported to boston scientific that during a procedure treating a duodenal ulcer the cautery was not active on the tip of the injection gold probe bipolar catheter. The physician completed the procedure with another of the same device; the patient is "fine".

Manufacturer narrative:
.